Event description:
Patient allegedly received a cook gunther tulip filter in 2006 due to blood clots; another manufacturer's filter had also been placed sometime prior to 2007. Patient is alleging vena cava perforation and stenosis. Patient notes and further alleges experiencing they can no longer engage in weight lifting. Per computed tomography report, "ivc filter is in place with the tip 1 cm below the renal veins, which are at the same level. The shorter prongs terminate within the confines of the inferior vena cava. The long prongs protrudes beyond the wall of the ivc. The long prone on the left side protrudes into the wall of the aorta. A stent is in place that extends from the caudal aspect of the ivc filter towards the left common lilac vein and extends further posteriorly to the paraspinal region posterior medial to the iliopsoas muscle. The most caudal extent of the stent is not included on the scan. A second filter [non-cook manufacturer] extends from the caudal end of the proximal filter towards the right common iliac vein, which appears collapsed and obliterated."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/aorta perforation, stenosis, limitations with weight lifting. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/aorta perforation, stenosis, limitations with weight lifting. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported limitations with weight lifting are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: thrombosis. The reported allegations have been further investigated based on the information provided to date. The additional information regarding thrombosis does not change the previous investigation results for stenosis. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per venogram report: "evidence of thrombosis of the common femoral vein was identified..." "Impression: 1. Evidence of pelvic and caval thrombosis with some improvement following mechanical thrombectomy with the angio-jet device, however, only a very small lumen could be opened and therefore thrombolytic therapy was felt to be necessary. 2. It should be noted that the patient will probably have chronic problems with both caval and lower extremity thrombosis due to the presence of clot in the pair of ivc filters. This will predispose [patient] to recurrent clots, even if the current thrombosis can be largely cleared. As [patient] is on coumadin, this should be somewhat mitigated, however, the patient apparently developed this thrombosis even while on therapeutic coumadin." Per xray report, "the clot within the right external iliac artery and inferior vena cava has decreased. There is mild antegrade flow present. Clot is seen persisting in the right external iliac and common iliac arteries as well as an inferior vena cava particularly around the two filters." Per xray report, "impression: decreased nearly resolved right common iliac vein clot. Persistent external iliac vein clot and inferior vena caval clot with greater than 60 [percent] stenosis at both locations." Per xray report, "there has been marked interval reduction in extent of right iliac and ivc clot burden, now with only a moderately prominent filling defect arising from the medial wall of the right common iliac vein, resulting in persistent moderate-high grade stenosis, and only a small amount. Of irregular filling defect within the ivc, through the segment containing the two inferior vena caval filters. Overall, there is significantly improved antegrade venous flow." Per CT report, "two filters, the higher filter is a cook filter and the lower filter is a venatech filter."

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter in 2006, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.